Manufacturer narrative:
Upon receipt, the fragmented leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the protego showed signs of abrasion along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through. This damage most likely occurred due to mechanical stress of the lead during the implantation time. Furthermore the sentus demonstrated a fracture of the conductor coil which most likely resulted from clavicular-first rib entrapment. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported this ICD rv lead was explanted due to loss of capture (output problem) approx. 78 months after the implantation. Furthermore, impedance problem was mentioned. Biotronik was aware about the incident by a tga device incident report dir 70266. No further details about the incident are available.